Event description:
This is filed to report the clip being deployed on one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A mitraclip was positioned on the valve. After the first establishment of final arm angle (efaa) was completed and the lock line was removed, the physician accidently bumped the clip delivery system (cds) handle and pushed it down. This caused the clip to detach from the anterior leaflet. Since the lock line had been removed, no attempt to re-position the clip was performed. The clip was implanted only attached to the posterior leaflet. An additional clip was implanted to stabilize, reducing the mr to grade 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported foreign body in patient associated with the clip being implanted on only one leaflet was due to procedural circumstances (physician inadvertently moving device). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.